Event description:
User facility reports skin drape was too sticky and pulled off some of the pt's skin. Neosporin was applied and the abrasion resolved. No serious injury was reported however, the reporter states that if this event were to recur it could result in a serious innury.